Manufacturer narrative:
The last calibration was performed on (B)(6)-2020, the provided calibration signals are slightly lower than expected. Qc recovery was acceptable. The alarm trace does not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 6000 e 601 module. The sample initially resulted with a troponin t value of 17.68 pg/ml and this value was reported outside of the laboratory to the doctor and patient. The sample was repeated, resulting with a value of 4.04 pg/ml and this value was believed to be correct. The troponin t reagent lot number was 459541. The reagent expiration date was requested, but not provided.